Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer received multiple intermittent "resume pump - alarm 23a" on the pump. Tandem technical support examined pump history and found no record of the alarms. No reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.